Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported the during use an 840 ventilator quit running. Patient condition or transfer to an alternative ventilator information was not provided.